Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The supplier's investigation determined that the battery cells were excessively discharged. The output voltage was measured to be 1.182v. The root cause for the excessively discharged battery pack could not be positively identified. Initial MDR: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) has been confirmed. As received, the battery was non-functional in a monitor and charger. A root cause investigation is underway at the supplier. A supplemental report will be sent upon completion of investigation. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that the the battery was non-functional.

Event description:
A us distributor returned a battery pack indicating that the battery was non-functional.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) has been confirmed. As received, the battery was non-functional in a monitor and charger. A root cause investigation is underway at the supplier. A supplemental report will be sent upon completion of investigation. No adverse event resulted from the defective battery pack.